Event description:
It was reported that the pump has stopped all insulin delivery. There was no pt involvement, as the pump was not being used on a customer at the time of the issue.

Manufacturer narrative:
The device has been received for eval. However, the eval is not yet complete. A supplemental report will be submitted upon completion of eval.